Event description:
The pt reportedly experienced intermittencies and sound quality issues with her device. External equipment was exchanged and programming adjustments were made. However, the problems were not resolved. Testing of the device showed the device was functioning. Surgery to explant the pt's device will be scheduled.